Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-15952, 1627487-2021-15955, 1627487-2021-15956. It was reported the patient was experiencing ineffective therapy with their pns system and their epidural ipg became inoperable. As a result, the patient underwent surgical intervention during which the patient's pns system and epidural ipg were explanted and replaced. Effective therapy was established post-operatively.